Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing and the station was not communicating. A technical support specialist (tss) identified an issue with the device area assignment on the medstation. The customer corrected the device area assignment; however, nursing staff were still unable to locate the patient. The tss reviewed the logs and confirmed that patient visit records were present. The customer was asked to attempt the process again, after which the customer confirmed that the issue was resolved. The case was closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating and patient details were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.